Event description:
During the procedure to implant the excluder bifurcated endoprosthesis, the right external iliac dissection. The clinician performed a fem-fem crossover procedure and placed a patch on the left iliac artery to solve the problem. There was no allegation of product deficiency.